Event description:
The hcp reported the pt was experiencing a return of symptoms with a mild withdrawal episode. The pt had reported hearing an intermittent alarm going off. A catheter dye study was done. The hcp was unable to pull back csf, but did inject the dye and followed it along the entire catheter with no appearance of breaks. The estimated reservoir volume in the pump was 3.0 cc and the actual was found to be 14cc. The nurse stated she was sure she was in the pump. A follow up report will be sent when additional info is received.